Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included vulvovaginitis, pain in limb, morbid obesity, acute vaginitis, pelvic discomfort, urinary frequency, abdominal pain, nausea, tenderness, amenorrhea, back pain, ovarian cyst and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), genital haemorrhage ("general abdominal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches") and neuromyopathy ("neuromuscular problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (exploratory laparotomy, removal of essure implants and bilateral salpingectomy). At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, psychological trauma, vaginal discharge, alopecia, hormone level abnormal, headache, weight increased and neuromyopathy outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, neuromyopathy, pelvic inflammatory disease, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for : dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic pain, abdominal pain, menorrhagia, general abdominal bleeding, vaginal discharge, bladder problem, urinary disorder. Six coils visualized on the right side, four coils visualized on the left side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal/pelvic pain lot number:915888 manufacturing date: 2011/10 expiration date:2014/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included vulvovaginitis, pain in limb, morbid obesity, acute vaginitis, pelvic discomfort, urinary frequency, abdominal pain, nausea, tenderness, amenorrhea, back pain, ovarian cyst and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), genital haemorrhage ("general abdominal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches") and neuromyopathy ("neuromuscular problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (exploratory laparotomy, removal of essure implants and bilateral salpingectomy). At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, psychological trauma, vaginal discharge, alopecia, hormone level abnormal, headache, weight increased and neuromyopathy outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, neuromyopathy, pelvic inflammatory disease, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for : dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic pain, abdominal pain, menorrhagia, general abdominal bleeding, vaginal discharge, bladder problem, urinary disorder. Six coils visualized on the right side, four coils visualized on the left side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal/pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received. Lot number added. New event neuromuscular problems, pelvic inflammatory disease were added. New reporters, concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2019 hyst. (Full),salping. (Unilateral)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, psychological trauma, vaginal discharge, alopecia, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, menorrhagia, general abdominal bleeding, vaginal discharge, bladder problem, urinary disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : patient demography was added. Previously added ¿injury¿ was replaced with ¿pelvic pain¿. New events " abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding),general abdominal bleeding, psych injury, vaginal discharge, hair loss, hormonal changes, headaches, weight gain". Were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.